Manufacturer narrative:
The event of "patient's eyes are swollen", "eyes are itchy," "itchy throat", and whole face "is swollen", "red", and "scaly" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse effects: clinical evaluation of juvederm ultra xc - the most common injection-site responses for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Juvederm ultra injection-site responses reported by greater than 1% of subjects and not noted in the above tables were skin dryness and peeling. Postmarket surveillance - the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia. Infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar. Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included arnica, nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved within a day to a month. The onset of erythema generally varied from immediate to 1 week post-injection. The treatment prescribed included arnica, antihistamines, antibiotics, steroids, hyaluronidase, and laser treatment. In most cases, erythema resolved within 1 to 4 weeks. The onset of pruritus generally varied from immediate to 1 week post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics and steroids. In most cases, pruritus resolved within 3 days to 2 months. Physician instructions - with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patent to a touch-up session after 1 to 2 weeks. Patients may have mild to moderate injection-site responses, which typically resolve in a few days. If the treated area is swollen immediately after the injection, an ice pack can be applied to the site for a short period. Patient instructions - it is recommended that the following information be shared with patients: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported the day after injection in the nasolabial folds, with two syringes of juvederm ultra xc, the patient's "eye are swollen, and the eyes are almost closed from the swelling." The doctor also reported the patient's "eye are itchy," patient "has an itchy throat," and the patient's whole face "is swollen," "red," and "scaly." Patient also received botox on the same day in the forehead. The injecting physician is not sure if the adverse symptoms were due to the juvederm or botox. Three days later the injecting physician administered a "steroid shot" and gave the patient a "prednisone pack" for treatment. The symptoms have since been reported to have fully resolved.